Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.1, lab: 5.9. Pt's therapeutic range: 2.5-3.5 inr (for valve replacement).

Manufacturer narrative:
Investigation pending.